Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a battery voltage of 3.23 with a 6.9 second charge time one week post implant. Pacing thresholds were 1 volt as .4 milliseconds. Oversensing was noted on the right ventricular channel, which resulting in some pacing inhibition; however, patient is not pacer dependent. It was later reported that the battery voltage decreased to 2.53 v on 11/6/06. The save to disk was analyzed by a boston scientific engineer, and premature battery depletion was confirmed. A boston scientific technical services (ts) consultant recommended replacing the device, as it will not meet the expected longevity. The device was explanted and returned. No adverse patient symptoms were reported.